Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer 4500166713 were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
This serves as a correction report.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. The meter's date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's daughter reported that on (B)(6) 2016 at 2:00 am customer attempted to perform a test using his adc blood glucose meter but when he applied blood to a test strip inserted into it he received an unspecified error message instead of a result. Customer subsequently tried to communicate but could not and then experienced a seizure. An unspecified healthcare provider assisted the customer, diagnosed him with hypoglycemia and treated him by administering a glucagon injection. Customer noted he "was in 20". There was no report of death or permanent injury associated with this event.